Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has limited sound perception. The patient had fallen off a swing and banged her head one week ago; for a few hours after she was unbalanced and could not hear, however by the next day the patient was doing fine. Re-implantation is considered.

Manufacturer narrative:
Additional informaiton: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for surgery has not yet been made available.

Event description:
The patient has limited sound perception. The patient had fallen off a swing and banged her head one week previously; for a few hours after she balance issues and could not hear, however by the next day the patient was doing fine. There was redness above the implant housing. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient has limited sound perception. The patient had fallen off a swing and banged her head one week previously; for a few hours after she had balance issues and could not hear, however by the next day the patient was doing fine. There was redness above the implant housing. The patient has been re-implanted.